Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported whether the patient was hospitalized for the event. The cause of the peritonitis was unknown and it is unknown if treatment was rendered for the event. At the time of report, the outcome of the peritonitis event was not specified. Action taken with dianeal therapy was not reported. No additional information is available.